Manufacturer narrative:
Damaged / loose siderails.

Event description:
It was reported by service report that the head right siderail panels were loose and the fasteners were missing. No pt involvement or adverse consequences were reported.